Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative test. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reported son received a suspected false negative result on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). A repeat cue covid-19 test performed on the same day provided a positive result. Individual tested positive with an unspecified covid-19 rapid antigen test on (B)(6) 2022. Individual had symptoms including a sore throat for one day. Cartridges are stored within the validated temperature range. Although requested, customer did not respond to technical supports three attempts to obtain additional information regarding this false negative result.